Manufacturer narrative:
(B)(4). Lot number and device manufacture date: the device lot number was not provided by the reporter in the initial report. Therefore, the lot number and manufacture date was documented as unknown. Upon receipt of the device, the lot number was identified as u206466. The device manufacture date is jul 28, 2014. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the drill bit device was deformed and coated with bush abrasion residue of the radiolucent drive device. It was further determined that the deformation of the two devices was a result of high friction between the radiolucent drive device and the drill bit device. It was further observed that the coupling tool side was worn out. Therefore, the reported condition was confirmed. The assignable root cause could not be fully determined, however, the failure was most likely due to a result of excessive use/handling error, which is user error, misuse, and / or abuse. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the drill bit device started showing abnormal spinning and the smell of something burning came from the radiolucent drive device. The reporter stated that when the connection between the two devices was checked, the surgeon found that both parts were stuck together and did not come off. There was a ten minute delay in the surgical procedure. It was reported that the surgeon eventually completed the drilling by freehand. There was patient involvement reported. There were no adverse consequences reported. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.